Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during the surgery there was a fluid leak from the cassette of the dyonics 25 inflow. No patient injuries or significant delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the two membrane in the cassette are missing. Functional evaluation revealed that the cassette would leak due to the missing membranes. The complaint has been confirmed. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process showed that an assembly step was missed. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.